Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock to the patient due to interaction with an implantable pulse generator (ipg). The pulse generator is programmed to a bipolar mode. Model 1746 icds are contraindicated for implant with pacemakers that are programmed unipolar. The model 1232 ipg has the capability of being programmed either unipolar or bipolar. Sdn